Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unresponsive and the blood glucose (bg) level was in the 20s mg/dl. The customer had been vomiting due to a severe case of gastroparesis. The contact reported that the customer knew that the bolus delivery should have been stopped due to the vomiting. However, the customer fell asleep. Due to the bolus completion, not completing the meal and falling asleep, the customer's bg level dropped. Paramedics treated the customer with glucagon injections. After treatment, the customer's bg was 180 mg/dl and was responsive. The customer did not require to go to the emergency room.